Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Multiple aneurx implantable abdominal stent grafts, (B)(6) 2007. (B)(4).

Event description:
It was reported that an electrical reset occurred during a radiation therapy session. The device remains in use. No patient complications have been reported as a result of this event.